Manufacturer narrative:
No x-ray views have been provided to st. Jude medical so we cannot fully confirm the event. However, based on event description, we regard this as a case of externalized cables. No further analysis can be performed, since the lead will not be returned to st. Jude medical for analysis.

Event description:
During a device replacement procedure, fluoroscopy was performed and externalized conductors were noted on the right ventricular (rv) lead. The rv lead was capped and replaced to resolve the event and the patient was stable.

Manufacturer narrative:
Based on the review of the x-ray views provided to st. Jude medical, the conductors appear to be externalized. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis.

Event description:
Additional information was received indicating that during a device replacement procedure, there was an increase in pacing impedance and threshold on the right ventricular (rv) lead. Fluoroscopy was performed and externalized conductors were noted on the rv lead. The lead was capped and replaced to resolve the event and the patient was stable.